Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported material deformation was confirmed. The reported shaft detachment was not confirmed during return analysis testing. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported shaft detachment; however, the reported material deformation appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Device codes: 1562 not labeled. Internal file number: (B)(4). Correction - from serious injury to malfunction. Correction - implant date removed and na added. Correction - from serious injury to malfunction. Device code 1562 added. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Event description:
Subsequent to the initial report, additional information was received. The proximal shaft of the 2.25 x 28 mm xience xpedition stent delivery system separated during the initial part of the procedure. Therefore, the stent was not implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a tortuous and calcified mid right coronary artery that was 90% stenosed. A 2.25 x 28 mm xience xpedition stent was implanted; however, the stent struts were noted to be flared. Therefore, an unspecified device was used to treat the lesion to successfully complete the procedure. No additional information was provided.